Event description:
It was reported that the patient had a micl 13.2 implantable collamer lens implanted in the left eye 2007. As part of the study, the patient reported that he was experiencing difficulties with vision correction due to visual imbalance. Ck was performed to deal with overcorrection. Further information requested but not yet forthcoming. Any additional information will be submitted by a supplemental.

Manufacturer narrative:
Vision imbalance. Evaluation: results- a work order search was conducted and there was no similar complaints found.